Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary system device was not functional. Station froze and was unusable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 12-OCT-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer found that the station was shut down and had no power. An FSE isolated the issue to a shorted main bus cable in the auxiliary unit. The faulty main bus cable was replaced, which restored power and resolved the issue. The customer tested the station and confirmed satisfactory operation. The system functioned as intended after the field service engineer repaired the device.